Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
This report is in reference to the patient's lead located at t6-t7. It was reported the patient had been receiving inadequate coverage due to high impedance. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the issue.